Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. MDR section codes updated/corrected: b. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. There were no updates to this case. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 45 months after a left total knee replacement procedure, the patient has experienced unknown issues. The device was not returned for evaluation. No photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. No further issues or complications were reported. No additional information is available. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-020-13-0330 - truliant cr cem fem cr cem right sz 3, (B)(6), 00-02-35 - three peg patella 35mm, (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, (B)(6), 201-78-98 - 2 pk, schanz pin, 4mm x 130mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. Concomitant devices: (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-020-13-0330 - truliant cr cem fem cr cem right sz 3, (B)(6), 00-02-35 - three peg patella 35mm, (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, (B)(6), 201-78-98 - 2 pk, schanz pin, 4mm x 130mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.